Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified low readings on the sensor and on 15-may-2021 between 6 a.m. And 7 a.m. Experienced symptoms described as "high temperature, pale, tremors, sweating" and 3 episodes of seizures. Customer had contact with healthcare provider and received unspecified antibiotics for treatment. A lab reading of 120 mg/dl was obtained during the time of discharge from the hospital at 12:30 p.m. Sensor readings of 91 mg/dl at 6:04 p.m. And 66 mg/dl at 3:00 a.m. Were obtained compared to 105 mg/dl at 6:04 p.m. Obtained on the competitor meter. It should be noted that during the course of troubleshooting it was reported that the sensor was applied to the stomach area (incorrect application site). There was no report of death or permanent impairment associated with this event.